Manufacturer narrative:
(B)(4). Additional information: the evaluation of the returned device is complete. Microscopic inspection was performed and found no issues. A functional test was performed in which the device was connected to an in-house primary set (which was spiked into a 1000 ml solution bag), reprimed, and observed for flow issues. The device was found to prime and flow normally. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer experienced no flow or an "extremely restricted flow" in a one-link IV connector. This occurred during priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.